Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, ¿more than normal¿ tension was noted in the commander delivery system during the alignment of a 26mm sapien 3 valve in the straight section of the aorta. Following valve alignment, the sapien 3 valve was positioned. During valve deployment, the delivery system balloon ¿ruptured¿ and the valve did not expand. Blood was observed coming from the delivery system to the inflation device when aspirating confirmed the balloon leakage. The whole system was retrieved without surgical intervention. No clinical consequences to the patient were reported. The ¿broken¿ balloon was confirmed after retrieval. The decision was made to abort the tavr procedure and reschedule to another time. At the time of the report, the patient was doing well. Information concerning the native annular diameter and degree of valvular calcification was not provided. No access vessel calcification and no vessel tortuosity was reported. The delivery system, valve and esheath were discarded by the facility following the procedure.

Manufacturer narrative:
Additional information: evaluation codes; narrative text. Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The commander delivery system was discarded and not available for evaluation by edwards lifesciences. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Imagery of the procedure was provided by the site. Imagery review revealed the crimped valve was flush against the flex tip, with a slight cant during valve alignment. The valve appeared to be almost fully aligned to the distal alignment marker. The vascular appeared to be slightly curved. Post-procedure images of the device indicated bunching of the distal inflation balloon. The balloon was filled with blood, confirming the balloon leakage. Lot history review revealed no other similar complaints for sheath shaft resistance with delivery system. Complaint history review from february 2018 through january 2019 for the edwards commander delivery system (all sizes and models) revealed other similar complaints for delivery system ¿ difficulty with valve alignment. No potential manufacturing non-conformances were found in the complaints that were able to be confirmed. No potential manufacturing non-conformances were found in the complaints that were not able to be confirmed. Available information suggested patient/procedural factors may have contributed to the reported events. Complaint history review from february 2018 through january 2019 for the edwards commander delivery system (all sizes and models) revealed other similar complaints for balloon ¿ leakage. The complaints were confirmed; however, no manufacturing issues were identified in the returned devices during the engineering evaluations. No labeling or IFU inadequacies were identified. Available information suggested patient/procedural factors may have contributed to the reported events. A review of the complaint history revealed that the occurrence rate did not exceed the january 2019 control limit for the appropriate trend categories. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the delivery system is visually inspected and tested several times throughout the process. The balloon undergoes multiple visual and dimensional inspections. The components of the delivery system undergo multiple inspections. During final inspection, the device undergoes functional inspection and distal to proximal visual inspection. Additionally, product verification (pv) testing is performed on each lot based on a sampling plan. All samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported events. In this case, the complaints of delivery system ¿ difficulty with valve alignment and balloon ¿ leakage were confirmed based on review of the provided imagery. However, due to the unavailability of the delivery system, visual, functional and dimensional testing was not able to be performed. As a result, a manufacturing non-conformance could not be identifies. Based on the DHR, lot history, complaint history and manufacturing mitigation reviews, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Per the procedural training manual, valve alignment should be done in a straight section of the vasculature. There was a slight bend in the vasculature where valve alignment was performed. If the physician performed the valve alignment process at a bend or angle, it could result in increased valve alignment forces since the valve can unseat (non-coaxial placement of the valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the valve is unseated during valve alignment, it can result in higher than usual alignment forces, creating the reported valve alignment difficulty. The case imagery showed that the valve was slightly canted against the flex tip, which suggests valve diving occurred and subsequent high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Additionally, the non-coaxiality of the valve against the flex tip may cause the apices on the outflow side of the crimped valve to push against and bunch the distal end of the inflation balloon. The combination of the bunching and increased force to align the crimped valve on the inflation balloon may have then punctured the distal balloon shoulder. The punctured distal balloon shoulder would then have caused the balloon to leak and fail to inflate during valve deployment. Although a definite root cause of the event was not able to be determined, available information suggests procedural factors (non-coaxial placement of the valve in relation to the flex tip) and patient factors (tortuous anatomy) may have contributed to the reported valve alignment difficulty, resulting in balloon leakage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.